Event description:
During testing by a laerdal service tech, the unit was found to be unable to deliver energy. The unit powered up, charged, prompted "press to shock" and appeared to shock, but no energy was delivered per the energy meter.